Event description:
Revision surgery - due to the patient having a blood clot behind the knee.

Manufacturer narrative:
The reason for this revision surgery was a blood clot behind the patient's knee after 2 days in vivo. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. (B)(4). The surgeon reported no issues associated with the explanted product. No other conditions, root cause for the blood clot, relating to this event could be determined with confidence. This investigation produced no indications or suggestions of a product or process issue affecting implant safety or effectiveness.